Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2267 alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis therapy. The technical service representative (tsr) assisted the hp in clearing the alarm by cycling the device¿s power. There was nothing unusual found during troubleshooting that would have caused or contributed to the alarm. The tsr advised the hp that they will need to disconnect aseptically and restart therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.